Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: there was a report, that the image was blurred, during esophagogastroscopy. And could not be cleared. Even with a lens washer. When the returned item was examined with pentax, it was found, that the bending rubber was cut and leaked. It is presumed, that the cause was that the mucus adhering to the objective lens could not be removed by supplying water.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax video scope eg-2990i. In the event reported, the user states while doing an egd, the screen became blurred and would not clear with the use of lens washer. There is potential for not being able to see important pathology or stop bleeding if the physician cannot see what they are looking for. It was also reported 'no immediate patient harm, but may require a follow-up examination sooner than would have otherwise been scheduled. Potential missed cancerous growths could lead to false negative cancer diagnosis with serious health repercussions several months to years down the line.' The customer also reported there was unexpected medical or surgical intervention to prevent death, life-threatening, permanent impairment of a body function, and/or permanent damage to a body structure. The timing of the event is in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
The device is currently pending return to pentax (B)(4) for further evaluation. . On 22-nov-2021, a device history record (DHR) review for model eg-2990i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 06-dec-2012 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.